Manufacturer narrative:
Additional information has been requested. Unable to provide the manufacture, PMA/510k number and/or the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Surgeon reported there were two incidents of synfix implantations where the screw broke post operatively. No other information is available, additional information requested. This is one of two reports for this event.